Manufacturer narrative:
While troubleshooting the medtronic representative found both the axiem box and emitter were in red status. RMA issued; replacement device shipped to site on (B)(6) 2015. A medtronic representative replaced the field generator (emitter) and performed a navigation system check-out, all areas passed, after the replacement of the emitter. A medtronic representative, following up with the site, reported that the site has had 2 successful cases since the replacement without issue. Medtronic investigation of returned suspect device finds that after the field generator is connected to a test system with the ent application, the axiem box tab shows red status with error "axiem box communication error". The emitter tab shows red status with error "emitter communication error". Diagnostics shows a current fault on coil #2. The reported event was confirmed to be caused by a electrical failure mode due to the system in red status/no tracking. This hardware issue is tracked through hardware defect tracking number red status/no tracking and references to this case have been added to that record.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the navigation system stopped tracking. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.